Manufacturer narrative:
A steris service technician arrived onsite to inspect the processor and found the filter housing assembly for the water filtration system was cracked allowing water to leak out onto the floor. The user facility replaced the filter housing. The technician tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that their system 1e processor was leaking water onto the floor. No report of injury.